Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a routine follow-up the device indicated that a software upgrade was required. The software upgrade was applied. After the upgrade, the device showed that reset had occurred but didn't indicate the date. It was recommended that the physician export a device image to verify the software update had cleared the reset condition.